Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: e2dr01aa, ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with greater than 35% rv pacing. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.